Event description:
The user facility reported their caviwave was overflowing with water. No injuries were reported.

Manufacturer narrative:
A steris field service technician arrived onsite, inspected the unit, and identified a hose clamp on the barbed fitting had failed. The technician replaced hoses from the customer's utility to the unit, ran several tests, and confirmed the unit to be operating according to specification.